Event description:
It was reported that pump experienced malfunction alarm with code displayed and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was advised by technical support to update pump software for quality improvements, received guidance to reset pump, confirmed malfunction did not recur after reset, and was instructed to continue using pump, restart continuous glucose monitor, load cartridge, resume insulin, and call back if malfunction appeared again.